Manufacturer narrative:
Evaluated 1 random seal reservoir. Performed pre-fill test to reservoir. No air bubbles were observed during analysis. Checked o-rings or stopper groove for defects and none were found. Conclusion: no air bubbles. Also ran basal, bolus occlusion test as follows: reservoirs filled with diluent and connected to a new infusion set. Installed reservoirs and connectors into a paradigm pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir no occluded and no air bubbles. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. Customer also reported insulin flow block alarm. Also there were air bubbles in the reservoir. The device will not be returned for analysis.